Manufacturer narrative:
No further patient information was provided. Review of complaint activity associated with reagent lot 07588un19 did identify other tickets similar to the complaint issue. However, review of tracking and trending reports for the magnesium assay did not identify any related trends. Using worldwide field data the performance of lot 07588un19 was evaluated. The patient data was analyzed and compared to an established control limit. This evaluation found the median value for lot 07588un18 was within established limits. Therefore, no unusual reagent lot performance was identified. Manufacturing documentation for the reagent lot was reviewed and did not identify any issues. Labeling was reviewed and sufficiently addresses the customer's issue. No systemic issue or deficiency of the magnesium assay was identified.

Event description:
The customer obtained false elevated architect magnesium results. Sample ID (B)(6) generated (B)(6) and retest on a second analyzer generated (B)(6). No impact to patient management was reported.